Event description:
Patient reported that he had right complete hip assembly. Patient experienced swelling and pain. An x-ray of the patient's hip was completed and everything looked fine. After an MRI was done on the patient, doctor discovered excessive fluid build up.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The device was not under the scope of a recall. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient reported that he had right complete hip assembly. Patient experienced swelling and pain. An x-ray of the patient's hip was completed and everything looked fine. After an MRI was done on the patient, doctor discovered excessive fluid build up.

Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi solidback cup 60mm; cat# 500-03-60f; lot# mmlm7e; size 9 accolade ii 127 deg; cat# 6721-0937; lot# 38971309; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 45536403. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.